Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was foreign matter found in the wall of the tube. This event occurred 1 time. The following information was provided by the initial reporter: defect: foreign matter was found in the wall of the tube. Quantity: 1 tube

Manufacturer narrative:
H.6. Investigation summary: "material #: 367841 lot/batch #: 2347053 bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10

Manufacturer narrative:
E1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was foreign matter found in the wall of the tube. This event occurred 1 time. The following information was provided by the initial reporter: defect: foreign matter was found in the wall of the tube. Quantity: 1 tube.